Manufacturer narrative:
During further troubleshooting, pt indicated pump was alarming. She reports she may have touched something but could not remember due to surgery.

Event description:
Received information stating pt was hospitalized due to dka.